Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Product not available for return, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.